Event description:
The patient reported noticable movement in the lower body that made it difficult to relax and hard to get to sleep the first few days after lead implantation. The patient also reported the symptoms have improved since.